Event description:
It was reported that the rhino-laryngo fiberscope exhibited that part of the light guide connecting section has come off. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patients¿ harm.

Manufacturer narrative:
E1: address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.